Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button was difficult to press. There was no reported impact to customer's blood glucose. Reportedly, the customer declined troubleshooting with tandem's technical support and reverted to an alternate pump for insulin therapy.